Event description:
Received an electronic report of an event that occurred to a dialysis patient. The initial reporter was contacted and a verbal report was received as well as the treatment sheets. The patient was placed on dialysis when within 20 minutes the patient c/o nausea than vomited. The blood pressure was high at that time and throughout the treatment. Also it was reported the patient was cold, with shakes and c/o shortness of breath. Oxygen was given at 2l/min. The patient's temperature at that time was 37.1. The staff returned the patient's blood and patient taken off dialysis. The dialysis was resumed with a new set of lines and dialyzer, a set of blood cultures was drawn. The patient was treated intravenously with vancomycin 1 gram. It is believed by initial "reported" that this event to this patient is related to infection. It was learned the cultures grew out gram positive cocci in clusters. The patient temp at the end of dialysis was 37.7. The patient has a catheter access for dialysis.